Event description:
Home pt (hp) and spouse report a 2240 alarm during drain 2/4 of automated peritoneal dialysis treatment with the homechoice machine. The pt reveals that they had pulled the transfer set out of the catheter and that spouse had "hooked it back together." The pt was instructed to discontinue the current treatment and start over with new supplies. Hp was also instructed to inform the nurse for further instruction. Rn reports that the pt was presented to the unit with peritonitis. Pt was admitted to the hosp and treated intraperitoneally with 1 gram of vancomycin and an unknown dosage of gentamicin. The pt recovered fully and has been retained on proper technique and procedure.